Manufacturer narrative:
A review of complaints received to date did not identify an increase in complaints for falsely elevated ipth results with lot 02118h000. A review of trending did not identify a trend for the ipth assay. Return testing was not completed as returns were not available. A device history record review was performed for list 8k25, which did not show any related potential non-conformances, deviations, or non-conformances. To further investigate the issue a historical performance of reagent lot 02118h000 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02118h000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 02118h000. Labeling was reviewed and found to adequately address the issue under review. The customer was referred to a study, "performance characteristics of six intact parathyroid hormone assays", sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010; 134:930-938, 2010) for additional information. Based on the investigation no product deficiency was identified for architect intact pth, lot 02118h000.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer reported falsely elevated architect ipth results on one patient. The results provided were: since (B)(6) 2017 beckman pth = 0.6-1.7pmol/l. The physician found an architect pth result from (B)(6) 2017 = 24.3pmol/l and has questioned the difference between methods. On (B)(6) 2018, a comparison between beckman, roche, and abbott architect pth was performed: abbott architect ipth = 15.9 pmol/l (reference range= 1.6 to 7.0 pmol/l); beckman = 0.9pmol/l; roche = 1.25pmol/l. There was no reported impact to patient management.